Event description:
Additional information received reported that the device was reprogrammed several times. No abnormal impedances were reported. The patient did not feel the treatment was efficacious, and the device was explanted. The patient recovered without sequelae, and no hospitalization was required.

Manufacturer narrative:
Product ID 3889-28, lot# v796980, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# v796980, explanted: 2012 (B)(6), product type lead.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v796980, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that it hurt a lot 3 to 4 days after they got their first device in (B)(6) 2011. The health care provider (hcp) who put devices in was an obstetrician/gynecologist. Back in the left hip where the ins was located on the right hand side of, it felt like someone had punched or kicked the patient. The patient could be standing up doing something and the pain was really bad and felt like it was going to knock them over. The patient had their hcp remove the device. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
It was reported that the patient experienced a pain radiating down her left leg and pain in the left hip, where the internal neurostimulator (ins) was implanted. It was noted that the ins pain was present for "quite a while." It was further noted that the pain was present upon standing and "felt okay" when the patient sat down. The patient stated that "it felt like an electrical shock." The patient did not recall any known accident that was related. It was further noted that the patient felt the sharp pains in her leg when she increased the stimulation to "reduce the symptoms for her bladder," and the leg pain decreased when the stimulation was decreased. The patient stated that this started 2 weeks after implant. The patient stated that "she didn't know how to turn the device down and off" and that a nurse turned it down to 0.0 volts, but not off. It was further noted that the patient had a scheduled appointment with the physician and that she thought "they were going to fix the stimulator with the manufacturing representative." The patient further stated that she "was implanted with the device because of an accident in 2004 and could not control her bladder." The patient outcome was not provided. Additional information was requested, but not available as of the date of this report.